Event description:
New information received indicates that the right ventricular (rv) lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing, which resulted in pacing inhibition. No intervention was performed. There were no patient consequences.